Event description:
It was reported via legal documentation that approximately 108 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 1639959 230-03-05 - optetrak asy,cr cemented femoral, sz 5, 2063536 200-04-55 - cemented finned tib. Tra sz 5f/5t, 1740322 200-03-38 - one peg patella 38mm, 33046 203-88-11 - (11-2954) ao/sodem 90x25x1.27 sawblade. The product associated with the reported event is within the scope of recall z0019-2022: however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.